Event description:
It was reported that during an episode of ventricular tachycardia (vt), inadequate high voltage (hv) therapy was delivered by the device. The vt was resolved on it's own before another hv shock was delivered. Defibrillation threshold testing was performed, inadequate hv therapy was delivered by the device, and external defibrillation was used to end the test induced ventricular fibrillation (vf). The physician suspected the inadequate hv therapy was due to the anatomy of the patient. Abbott technical support was contacted and reprogramming of the device was recommended. Due to the patient's anatomy, a subcutaneous lead was implanted to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.